Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v975264, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v975264, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
Information received via a healthcare professional from a clinical study reported the patient fell and hit his head and the left electrode had moved almost an inch. Lead migration/dislodgement was confirmed via imaging (x-ray, MRI, CT scan, etc) on (B)(6) 2015. The lead was explanted/replaced on (B)(6) 2015 and the event was resolved without sequelae. Etiology was reported as related to the device or therapy and not related to the implant procedure. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va0umdx, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the lead was initially implanted in the right stn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.